Event description:
It was reported that these intermittent catheters caused patient an infection and was hospitalized and caught tetanus. It was unknown what medical intervention was provided for infection and tetanus. Per follow up via phone on (B)(6) 2023, it was reported that the customer received a voluntary emergency notice from bd regarding a recall for a nonconformity with the magic go 14 fr catheters. They were reported in a company-wide notice as having nonsterile coude, and they happened to be one of those impacted by it. At the time, they were sent out from 180 medical. This led to numerous bladder infections and sepsis, and this made things difficult for them as they could not walk. They still had samples available and provided the lot#: jugw1445.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that these intermittent catheters caused patient an infection and was hospitalized and caught tetanus. It was unknown what medical intervention was provided for infection and tetanus. Per follow up via phone on 22may2023, it was reported that the customer received a voluntary emergency notice from bd regarding a recall for a nonconformity with the magic go 14 fr catheters. They were reported in a company-wide notice as having nonsterile coude, and they happened to be one of those impacted by it. At the time, they were sent out from 180 medical. This led to numerous bladder infections and sepsis and this made things difficult for them as they could not walk. They still had samples available and provided the lot#: jugw1445.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that these intermittent catheters caused patient an infection and was hospitalized and caught tetanus. It was unknown what medical intervention was provided for infection and tetanus. Per follow up via phone on 22may2023, it was reported that the customer received a voluntary emergency notice from bd regarding a recall for a nonconformity with the magic go 14 fr catheters. They were reported in a company-wide notice as having nonsterile coude, and they happened to be one of those impacted by it. At the time, they were sent out from 180 medical. This led to numerous bladder infections and sepsis, and this made things difficult for them as they could not walk. They still had samples available and provided the lot# jugw1445.